Event description:
Caller reported that the insulin gauge on their pump displayed a different amount than expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Caller decided not to load a new cartridge despite the discrepancy and chose to continue using the current cartridge, with plans to follow up if necessary.